Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:23:10. During night drain cycle six, the patient's ultrafiltration reading was 1145ml, indicating the home patient (hp) drained 1145ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and the evaluation is complete. This complaint is an ancillary service event. The difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.